Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received the patient is doing fine.

Manufacturer narrative:
Post market vigilance (pmv) received three endo devices.the visual inspection of the returned product noted that the device one had a top button which had disengaged from device. Disengaged button was not returned with the device. Button plunger showed no signs of breakage or abnormalities. Device two and device three were both returned with a broken needle lodged in one side of the jaw each of the devices. The broken needles were inspected under a microscope where it was observed they broken at suture swage with no other abnormalities. No witness marks from the needle tip impacting the beveled wall were observed. No shearing of the toggle switches was observed for the devices under microscopic inspection. Pmv performed functional testing on device two and device three, as device one could not be tested due to disengaged unloading button. Device two and device three were loaded with a needle from the pmv and applied to test media. Pressure was exerted on the needles in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. Device two and device three were found to not function properly as needle toggled outside of jaws and disengaged while being toggled in media and being toggle outside of media. No difficulty was experienced in loading, unloading or toggling the needle in the tested device. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopic sleeve procedure, the needle broke twice during stitching. The needle fell in to the patient cavity. They replaced the needle twice to complete the procedure. No patient injury has been noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Device one had a top button which had disengaged from device, the button was not returned with the device. Pmv noted that button plunger showed no signs of breakage or abnormalities. Device two and device three were both returned with a broken needle lodged in one side of the jaw each of the devices. Device two and device three were found to not function properly as needle toggled outside of jaws and disengaged while being toggled in media and being toggle outside of media. The device was disassembled to measure the critical dimensions that directly related to jaw alignment and found that female jaw dimension was out of specification, which in combination with an excessive manipulation during toggling of the needle created the conditions where the needle rests outside of the jaws. Replication of disengaged or broken loading button may occur during the inability of the user to unload a needle which might cause the necessity to exert pressure on the button which results in the button disengaging or breaking off the plunger. The root cause of the observed condition was determined to be a result of a critical dimension of the female jaw being out of specification range; this was identified as a quality issue with a component obtained from a third party supplier and a process improvement has been implemented to prevent this condition from recurring. A secondary finding of misuse of the product was also identified during the investigation. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.